Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height cubie drawer 6 failed at the station. A field service engineer found a bad inseparable magnet and subsequently replaced it to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 6 failed to open, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.